Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 512 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the insulin pump was exposed to sweat. The customer stated that they use two different insulin pumps. The customer stated that they have another blue insulin pump that is not currently with them at the time of the call. The customer was not sent a replacement insulin pump.